Event description:
When attempting to remove the coil that the doctors decided not to deploy, the coil broke off in the lantern microcatheter. (Pxslimlan150t45 lot- f82691). The microcatheter was then obstructed by the broken coil and could no longer be used. The coil was also not useable as it was now broken off inside the catheter.